Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. The issue was cleared after letting the battery deplete normally and charging it again. Insulin delivery was resumed.